Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) did not retract the lifeband, displayed a prompt: "analyzing patient size", followed by the fault code 08 (motor controller fault detected) and the platform would not size the patient was confirmed during functional testing and archive data review. The root cause was due to failed drivetrain motor, likely attributed to the failed component. Upon visual inspection, unrelated to the reported complaint, noticed a cracked top cover, and front and bottom enclosures. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The top cover and the front and bottom enclosures were replaced to address the observed physical damages. During the archive data review, a fault code 8 (motor controller fault detected) error message was observed, thus confirming the customer complaint. Unrelated to the reported complaint, the archive showed a presence of the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. However, the user advisory (ua) 07 error was cleared by the user and was not duplicated during the functional testing. User advisory is a clearable error message. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory (ua) 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform failed initial functional testing due to the fault code 08 (motor controller fault detected) error message, thus confirming the customer complaint. The drivetrain motor was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the patient call, the autopulse platform (sn (B)(4) did not retract the lifeband and displayed a prompt: "analyzing patient size", followed by the fault code 08 (motor controller fault detected) and the platform would not size the patient. The crew tried to test the platform back at the station, however, the fault persists. The patient's status information was requested but the customer did not provide a response.